Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that smoke emitted from the back of a dimension vista 1500 instrument. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse reconnected the instrument to the power source. The instrument did not power up. The cse determined that the power supply did not have power and the cse shut down and disconnected the instrument. In a subsequent visit, the cse replaced the direct current (dc) power supply, sample probe 1 (s1), and the basic manifold control area network (can) circuit board. Then, the cse auto-aligned s1, primed the instrument, and ran quick checks, which recovered acceptably. Additionally, the cse replaced affected calibrators, quality controls (qcs), and reagents. The instrument performance was monitored for four hours, and no issues were identified. The customer performed qcs, which were all acceptable. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that smoke emitted from the back of the dimension vista 1500 instrument. The fire department unplugged the instrument from the power source. There was no impact to patient testing as the customer was able to process patient samples on an alternate dimension vista instrument. There are no known reports of adverse health consequences due to the event.